Event description:
During ventilation, when the customer must change the therapy from s/t to CPAP, the v60 ventilator will switch off. The device was in clinical use, but no patient or user harm was reported. No consequence has been reported on the patient. Performed remote diagnosis with support of the customer in the visualization of the log file that does not show evident errors that can be reported. An in-depth intervention onsite has been requested.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported that no particular errors were highlighted. The fse performed an advanced software upgrade to 2.3. The fse reported that subsequent tests have not yet revealed any anomalies, and the system remained in continuous testing. The system meets the specification for the performed service and is returned to use.